Manufacturer narrative:
Seromas are a risk associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. The patient is made aware of potential risks and complications prior to operation including seromas. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists seroma as an anticipated adverse event. The patient reported using hydrogen peroxide on the wound and then using a tanning bed. Hydrogen peroxide is a harsh chemical that is known to be irritating and drying to the skin. The post-operative instructions state, "keep the skin well hydrated as to prevent it from drying out." Hydrogen peroxide and tanning beds both have a drying effect on the skin, and together can cause skin complications. This is against post-operative guidelines. It is recommended to wait at least 6 weeks before exposing any fresh incision to a tanning bed. It is not identified when the tanning bed was used. The root cause is that the patient failed to follow-post operative guidelines. It is not clear if the explantation was due to medical intervention or patient requested.

Event description:
Approximately 6 weeks after implantation, the patient developed seroma. The patient reported using the tanning bed and hydrogen peroxide. The device was explanted on (B)(6) 2022. Imd was made aware of this event by (B)(6) from advanced urology several months after the event occurred.